Manufacturer narrative:
(B)(6) h3: one device was returned for repair. Service history review identified that the device was last serviced (B)(6)2022 for an issue related to ¿syringe port damage.¿ visual evaluation of the pump found device to be used and not in original packaging. The device had screen scratches and the syringe port was cracked. The primary complaint of call for service alarm was not replicated; however, the functional testing found error code 112 during power up of the device, with motor intermittent being the most probable cause. The motor was replaced to correct the issue. Also replaced front and rear housing, housing seal, syringe cap, battery cap, keypad and rear label. The device passed all functional tests after the repair.

Event description:
It was reported that the device had call for service alarm. The event occurred during testing. There was no patient involvement. Analysis found an intermittent motor.